Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen right femoral catalog#: ni lot#: ni, unknown nexgen tibial insert catalog#: ni lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04839, 0001822565-2018-04840. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient is experiencing pain. No revision procedure has been performed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.